Event description:
It was reported that during a hepatectomy, the device jammed. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results for the er420 found that the instrument was returned with the handle seam broken and separated and top shroud broken. Upon first firing of the instrument, the trigger broke. No functional tests could be performed due to the returned condition of the instrument.